Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA Action Plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR Retraction: The initial MDR with manufacturing report number (b)(4) was submitted on 21 Apr 2026. This complaint MFR was inadvertently submitted under the Mexico site instead of the Denmark site. Therefore, this MDR is being submitted to retract the initial MDR that was submitted in error. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.